Event description:
The hcp reported that the pt was experiencing "acute radicular symptoms in setting of chronic low back pain". It is unk when the granuloma with chronic cord compression was diagnosed. The pt will be undergoing decompressive surgery in 2006. A follow-up report will be sent if additional information becomes available.